Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one unknown broviac catheter. Usage residues were abundant throughout the sample. The clamping over-sleeve markings were completely worn. The catheter terminated approximately 2cm distal of the over-sleeve. Microscopic inspection of the distal tip of the sample revealed glossy striations typical of a sharp instrument cut. The sample was received with an attached extension set. Attempts to infuse water through sample using a 12ml syringe both with and without the extension set in place revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained pressurization of the sample. Multiple attempts to replicate the alleged event were unsuccessful. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that at home the nurse detected a leakage at the junction base/catheter. A repair kit was used.